Event description:
It was reported that the user experienced elevated blood glucose at 300 mg/dl when the ilet did not charge and therefore could not deliver insulin, and the user declined a follow-up call. Customer care provided support that included complaint intake review and user troubleshooting guidance. Investigation of this case revealed a charging issue that prevented insulin delivery, consistent with a device power or charging malfunction affecting insulin administration. No symptoms associated with hyperglycemia reported. Outcomes included no reported medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.